Event description:
Patient contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(6) 2014 patient experienced itching and removed the sensor. Patient reported having redness in the shape of the sensor pod, not the adhesive patch, upon removal. Patient claimed that the redness looks raised. Patient stated that the itching subsided after removing the sensor patch. Patient claimed that the first irritation started after her first sensor work in (B)(6) 2013. Patient also claimed to have itching at her insulin pump sites. Patient called the doctor on (B)(6) 2014 and asked what to do about the itching. The doctor recommended wearing the sensor for less than the full 7 days. At the time of the call patient reported feeling ok and active.